Event description:
Customer reported an overinfusion of 5-fluorouracil on a 6060 pump. Reportedly, the pump was programmed to deliver 680 ml of chemo over 7 day period, at 4 ml/hour. At the end of the 6th day, the pump alarmed bag empty. Patient was then hospitalized for chemo complications which included a fever of 101 degrees and dehydration. The patient was hydrated at the hospital.